Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the disposable leaked during administration to the patient. Site personnel confirmed proper placement of the infusion set. Wet spots were observed on the patient's clothing at the end of the infusion. No adverse patient effects were reported by the customer".

Manufacturer narrative:
Forty samples were received for evaluation. The samples were received in unused condition. Of the 40 samples, 8 were selected; 2 were randomly selected from each box. Visual inspection revealed the samples were with their original packaging and decontaminated inside its unitary box. No detected any defect visual in the set infusion for the 8 samples. Functional testing was performed but the reported issue could not be replicated. No root cause could be determined as no device problem was found. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No actions were taken. Email address: (B)(6).